Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported an issue with focus during flap creation surgery. The surgery was interrupted due to the risk of not seeing the structures during surgery. The procedure was aborted and will be rescheduled after the system has been fixed.

Manufacturer narrative:
Additional information provided. A company representative assessed the system and confirmed that the autofocus was out of calibration. As a correction the company representative performed an autofocus calibration procedure and tested the system per service test procedures (stp). Upon leaving the site, the system met company specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the autofocus calibrations drifting out of specifications. The manufacturer internal reference number is: (B)(4).